Event description:
I still have an x-ray burn wound on the back of my head that no one wants to look at, and document/photograph. Plus, I can prove it was done deliberately. When I got into the CT-scan machine at health center in 2009, I first heard the rotator do a quarter turn, before the yellow light came on exclusively without the rotator spinning. This means it was lined up deliberately to the back of my head. The CT-scan technician had been extra careful to make sure I was lined up properly. But, after I had caught on to what was being done and jumped out of the gantry opening and he rushed in. He didn't care about lining me up properly to do the CT-scan correctly, after I consented to go back into the machine. Apparently, being lined up properly is more of a concern to him if the machine is being used as a weapon, as opposed to being used for what it was meant to do. Plus, when I jumped out, I saw him laughing and talking to the correctional sergeant who brought me to the health center for this CT-scan. He was looking at his watch and pointing at the control panel. I saw this through the glass. Moreover, this CT-scan wasn't even necessary. My sinus cancer already showed up in a CT-scan three months ago, and was confirmed by two subsequent endoscopic examinations by two different ent doctors. But, this spiteful doctor here ordered this extra CT-scan, and the CT-scan technician was basically a hired hit man. I know how that sounds, but I'm not the only one they've done this to. Plus, why would the supervising doctor here later lie that yellow light doesn't mean anything, but that I then got documentation from health center that the yellow is indeed the x-ray tube being on exclusively. One person had complained of headaches, and got 5 CT-scans in 6 months period. Every time he recalls laying in the gantry and looking at the yellow light being on exclusively for 15 minutes before the actual scan was done with the green light being on, and then the yellow light again by itself for 15 minutes afterwards. The wound grew on the back to the size of a goose egg with a big weeping sore in the middle. He recalls it was one same CT-scan who was extra meticulous about lining him up in the machine. Undoubtably, the x-ray beam always hit the same spot. Plus, he also recalls a few times when he, too, heard the rotator briefly spin a quarter turn or so, before the yellow light came on exclusively. The second person here, who was excessively scanned the full length of his body so many times, he began to puke inside the machine. He later lost all his hair. He was given an IV with contrast dye. But, the area in question was also a lump on the back of his head from a previous CT scan. Same technician used. Why do a full body scan? This is all on record, just like the first person. The first person is semi-retarded and barely literate so he can't write you, and the second person doesn't know how to write in english. The third person had headaches, so he had several CT-scans done, and afterwards, they pulled him out of the gantry so that the x-ray beam didn't hit him like me and the first person. But, still he was told to lay there for 20 minutes looking at the yellow light exclusively. The x-ray beam being "on" only inches above his head, so this was like an experiment. No burn wound would manifest later, but his headaches are now worse. The third person is afraid to come forward. Plus, I've seen other guy's with burn wounds on the backs of the heads and necks in here, but they, too, are afraid or suspicious of my claims so, I can't even got their names. They do too many CT-scans here. Every other day, I hear about somebody going out for CT-scan. Very few MRI's. One guy, had a bug bite on his head, and got two CT-scans. The bite got worse. Now, he has a scabby burn wound sort of like me and the first person, but over behind his ear. You need to investigate this place. Query health center about how many CT-scans they do for this prison alone. Actually, health center does scans for other prisons, and the same CT-scan technician doubles for the CT-scan machine inside fishskill prison. You need to just come review how many CT-scans prisoners in this area are getting. But, all I want is for you guys to come to this prison first to photograph the burn on the back of my head and maybe biopsy to see if it is an erythema induced cancer of some kind just starting.